Event description:
Customer reported receiving persistent blank displays from the insulin pump. Customer stated initially the device alarmed battery out limit, but that the device had also shut off completely. The helpline sent a battery cap to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. However, after receiving the new battery cap, the blank display persisted. The customer's reported blood glucose values were 228 mg/dl during the initial call and 109 mg/dl after receiving the battery cap. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected weak battery alerts noted during testing. The insulin pump had intermittent blank display due to corroded battery cap contact. The insulin pump was monitored and tested with a test battery cap and the device powered on properly. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.